Manufacturer narrative:
H3:product analysis (em800; sn:(B)(6)): evaluation could not confirm the reported malfunction of overheating .the device was tested and the maximum temperature was measured to be 89.8°f. Product analysis (mr8-avs14; sn:(B)(6)): evaluation could not confirm the reported malfunction of overheating the device was tested and the maximum temperature was measured to be 91.0°f. Product analysis (mr8-as14; sn:(B)(6)): evaluation could not confirm the reported malfunction of overheating. The device was tested and the maximum temperature was measured to be 84.3°f. Product analysis (mr8-ava14; sn:(B)(6)): evaluation could not confirm the reported malfunction of overheating the device was tested and the maximum temperature was measured to be 99.0°f. Product analysis (mr8-aa14; sn:(B)(6)): evaluation could not confirm the reported malfunction of overheating .the device was tested and the maximum temperature was measured to be 95.6°f. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-avs14, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-as14, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-aa14, serial/lot #:(B)(6), UDI#: (B)(4); product ID: mr8-ava14, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-avs14, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-as14, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-ava14, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-aa14, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during microdiscectomy procedure drill overheating. The patient status is alive-with no injury during the report and there was a procedure delay of five minutes due to the event. The defective drill removed and new drill brought into the room and the procedure was completed with backup product(s). Additional information received from the facility stated that multiple drills were brought into the room and multiple burrs were utilized, along with cooling down phases between uses, in order to be able to complete the surgery.